Event description:
It was reported that when using the bd pyxis¿ es server pick and delivery report data was not updated. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used this incident, it was determined that the pick and delivery report was showing incorrect data. A technical support specialist (tss) identified an overflow error in the database and ran a select max(ID) query from the log table, which returned a large value. The tss resolved the issue by truncating the table, then enabled and restarted the report etl (extract, transform, load) process. The etl was confirmed to be up and running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server pick and delivery report data was not updated. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.